Manufacturer narrative:
Follow-up #1 (12/13/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an unrecalled error issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day "about 3 weeks ago" prior to contacting lfs. She denied taking any medications to manage her diabetes and due to the alleged issue on an unknown time of (B)(6) 2011, she had more food and drink. The patient claimed after the alleged issue started on approximately (B)(6) 2011, she felt "sweaty, thirsty, and was unable to sleep." She denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that the patient did not have any of the testing supplies available for troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.